Event description:
New information received notes that noise oversensing was exhibited on the ra lead. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead was capped and replaced on (B)(6) 2025 for an unknown issue. The patient condition was unknown.